Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the access 2 instrument for a single patient sample. An initial accu tni result was 1.12ng/ml. The original sample was re-tested and a result of 0.74ng/ml was reported out of the lab. The sample was re-tested once more and accu tni result was 0.32ng/ml. A fresh sample was collected from the patient and accu tni result of "<0.08ng/ml" was obtained. The customer did not receive any report of change to patient treatment or patient injury requiring medical intervention attributed or connected to this event.

Manufacturer narrative:
Pre-analytical sample handling information is not provided. Qc and system check information is not available. Service was not offered as customer stated they were not calling to report erroneous result but to obtain precision claims. A clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.